Event description:
It was reported that the procedure was tot treat a mildly calcified lesion in the mid right coronary artery (rca). The lesion was pre-dilated with a 2.5 x 10 mm non-abbott balloon. The 2.25 x 15 mm xience prime was advanced to the lesion, but was unable to cross. The artery dissected proximally and it was not possible to proceed. The procedure was abandoned. The rca occluded and the patient had an inferior myocardial infarct. The patient was given atropine and maxalon. A clinically significant delay in procedure was reported. The patient was discharged to a rehabilitation center. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: 0.014 luge, guide cath: 6 fr ar1. It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the reported dissection, myocardial infarction and occlusion are listed in the xience prime instructions for use as known adverse events associated with coronary stenting. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.